Manufacturer narrative:
Section d4: additional information. Section h4: additional information. Manufacturer investigation conclusion: review of the log file provided by the account confirmed a low speed event; however, a specific cause could not be conclusively determined through this evaluation. Additionally, a direct correlation between the reported elevated ldh and heartmate ii left ventricular assist system (lvas) could not conclusively be determined. The submitted log file dated (B)(6) 2019 contained about 7 days of data. Pump power, estimated flow, and average pi typically ranged from 4.9 to 7.9 watts, 4.4 to 7 lpm, and 5.5 to 2.6, respectively. A drop in speed lower than the low speed limit was noted at timestamp day 6, hour 15, minute 7 and had a corresponding low speed advisory and fluctuation in pump power, reaching up to 13.5 watts. No other atypical alarms were captured throughout the log file. The hmii lvas IFU lists hemolysis as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. The IFU also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and outlines all pump parameters. This document additionally outlines all system controller alarms, as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 6 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that log files submitted captured a speed drop below the low speed limit; however, patient was asymptomatic. The patient had a slight increase in their lactate dehydrogenase (ldh) with no symptoms; however, was started on dapt three days ago. After that, there is no rise in pump power, and the patient's condition is stable. Echo and x-ray are inconclusive. No additional information provided.